Event description:
Additional information stated the device was implanted approximately 2.5 years prior to explant. The patient wasn't able to fill fill the system was noted.

Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation. Titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. A separation was noted on the inlet tubing near the connector site. Testing revealed this to be a site of leakage. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubes matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, a small separation was noted near the connector site on the reservoir inlet tube. However, the cause of the separation could not be determined. The sleeve of the connector was opened, but the separation site could not be found. Microscopic examination revealed that the inlet tubing was cut at an angle attached to the connector cage, so this may have contributed to the small leakage noted as the tube was not flush with the connector cage. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient complained about a malfunction. During examination and explantation an empty system is found. It was suspected there was a leakage. The surgeon could not visually detect any leakage.